Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s):no". The patient's concurrent conditions included gestational diabetes mellitus since 2012. Concomitant products included ascorbic acid; calcium; colecalciferol; copper; cyanocobalamin; folic acid;iron; nicotinamide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol; zinc (prenatal plus iron) in 2012, glibenclamide (glyburide) in 2012, losartan since 2015 and oxycodone since 2005. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression"). In 2016, the patient experienced ovarian cyst ("ovarian cysts") and polycystic ovaries ("pcos"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and alopecia ("hair loss"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine, depression, ovarian cyst, fatigue, abdominal pain and dysmenorrhoea had not resolved and the headache, polycystic ovaries, weight increased, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from her healthcare providers. Plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for, removal of the essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Case category changed event pelvic pain non-serious incident to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.